Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Data analysis: the logs confirmed the reported failure mode given there was a controller failure alarm triggered. Device analysis: upon bootup, it is confirmed that the console displayed a controller failure with a red alarm message. An attempt to extract and cross verify the code, but due to the software corruption, the computer was unable to establish a connection to the impellatronic msc1210. Conclusion: the root cause of the controller failure was due to the epm software corruption. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(4).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the biomed cherry foffer has informed of controller failure.